Event description:
It was reported that the lead dislodged one day post implant possibly due to tricuspid regurgitation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)